Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets tubing was damaged events on (B)(6) 2024.the infusion sets has been used for a few hours.the blood glucose level was 410 mg/dl at the time of events therefore, the patient was treated with correction injection via multiple daily injections.patient replaced infusion sets and resumed insulin deliveries successfully no further information was available.